Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted from the patient as they were experiencing pain and discomfort. There was no sign of infection noted. No additional adverse patient effects were reported.